Manufacturer narrative:
Clarification to section c. Suspect product: lot number 980/1. Continued e.1. Email: (B)(6). Continued h.6. Investigation code: b15, b18, b20 clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (¿eye¿itchy and dry¿, ¿conjunctivitis¿), deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected bilaterally in the cheeks with 2ml of juvederm volite. The patient concomitantly takes thyroxine. Patient bruised initially in their lower face area, and there was some small bruising on their left cheek although nothing substantial. Patient iced their bruised cheek the night after their treatment. Two days post injections the patient experienced ¿a bruise appeared on their eyelid and in the corner of their eye¿. Patient states no pain, no other discoloration, no whiteness, initial bruising that presented during treatment is decreasing. The patient went to see another hcp and that hcp was advised that the patient had dermal filler six before. That hcp didn¿t believe the bruise on the patient's eye was related. That hcp said patient had "conjunctivitis" (deemed not device related) and patient was treated with antibiotic drops. The patient asked the hcp about the bruising and the they said it is potentially from rubbing their eye, although hcp was not sure. That same day patient sent in photographs and "it looks like patient does have some swelling just under their eye on her cheek area, bruising has gone yellow and green on their cheek/face although it is still purple on the eyelid, corner of their eye and underneath. Hcp later reported "there is some swelling on the left cheek and also some color discoloration. Hcp initially asked the patient to take an antihistamine although had taken no effect. Hcp has advised to use hyalase® to spot dissolve it''. Event is ongoing.